Event description:
In the process of contacting the pt's physician to notify him that the pt's device may be nearing end of service, it was discovered that the pt had passed away. The pt reportedly died of sudep (sudden unexplained death in epilepsy). The pt was last seen by physician in 2002 prior to moving their family. The pt died before pt was seen by new physician. No device diagnostic test results are documented in the pt's medical records. The pt reportedly had a >25% reduction in seizures with the vns and was receiving vns therapy at the time of death. Physician indicated that the believed relationship between the ncp system and the cause of death was unk.